Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 181 mg/dl at the time of the incident. Customer received no delivery. Customer reported that they performed displacement verification test and not possible again alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to software error. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor alarm or no delivery/occlusion alarm due to critical pump error (open book image) alarm.